Event description:
Pump was reported to overinfuse during use on a patient. The pump was set to infuse a 250ml bag of dopamine at 6.8ml/hr and after 2.5-3 hours, 309ml had been infused. The patient's blood pressure dropped to 66/36. The dopamine was restarted on a new pump and the patient returned to pre-incident status. No patient injury resulted.